Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The account found a broken end tube on the side rail. The account replaced the side rail end tube and lower pivot block to resolve the issue.